Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 342 mg/dl. The customer was not available at the time of the phone call to perform troubleshooting. It was advised that the customer call to perform troubleshooting on the insulin pump. Nothing further was reported.